Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 2:42pm for diabetic ketoacidosis with a high blood glucose level of 505 mg/dl. The customer was being monitored in the intensive care unit. It is unknown what caused the high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.